Manufacturer narrative:
Device evaluation summary: a kink was evident on the hypotube. Tactile testing confirmed kink. There was a detachment on the hypotube at the radiopaque marker, 42.5cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An integrity bare metal stent was intended to be used during a procedure. It is reported that the hypotube of the device detached/fractured during the procedure. No patient injury reported.